Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder disk being out of phase. Further testing could not be performed due to the motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that she had a magnetic resonance imaging. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. Advised the customer to revert to back up plan. No further info was provided.